Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed., corrected data:

Event description:
It was reported that "in that case there are issues on lp15 monitors with lnc10 cables .they have an over consumption of cables in the ER dpt. They have already reported these issues several times different lots number are involved . The issue is still the same the cables stop working after a short time of using or it works from time to time (works, stops and works again). There is no display on screen and any value either bpm or spo2 / or strange waveform". No known impact or consequence to patient.